Event description:
It was reported that a malfunction occurred on the pump, with an error code displayed. There was no adverse impact to the customer's blood glucose level. The customer was assisted with resetting the pump and stated they would change the cartridge and sensor themselves, agreeing to contact technical support if future issues arose.